Event description:
An engineer at a user facility reported a failing preventive maintenance service on a device, specifically a failed aecm test with a reading of 1.8, outside the acceptable range of -1 to 1.the device was not in patient use. No harm or injury have been reported. The engineer recommended replacing the aecm 3-way solenoid and the proportional valve. The customer is handling the repair, and if the issue persists, they have been instructed to contact the manufacturer for further assistance.